Event description:
Per the clinic, the recipient experienced a recurrent infection around the abutment site. The patient was treated with oral antibiotics (specific treatment date and duration were not reported). Subsequently, on (B)(6) 2026, the patient underwent an abutment removal procedure under general anaesthesia.